Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the problem. The fse found the wash syringe leaking. The fse replaced the wash tubing, both wash syringes and the substrate syringe. Following the instrument was verified for operation and placed back in use. The most probable cause of the qc problems is related to a leaking syringe. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, quality controls, operation, maintenance, error codes, and troubleshooting pertaining to the aia-2000 system. Replacing of wash syringes and substrate syringe is recommended at 50,000 tests [or each year]. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that the aia-2000 analyzer worked fine yesterday for all quality control (qc) results but this morning they are getting both very low and high qc results. The customer further reported replacing all the fluids but the issue remained. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for prl, fsh, and lh ii. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.